Manufacturer narrative:
The complained 8575ka was received on 2024-10-04 at the manufacturing site and was therefore available for investigation. The investigation has been completed on 2025-03-10. During the inspection, the following was found: the laryngoscope holder model göttingen (article no. 8575ka, lot rl08) was examined following a customer complaint. The investigation revealed chip formation at the thread, which confirmed the customer complaint. Further tests showed that the thread wheel rubs against the thread, resulting in pitting. The detailed analysis confirmed that the complaint was due to a technical problem with the thread. Correction: the manufacturing site number used in the initial and first supplemental report was incorrect. The manufacturing number that should have been used for this material number and event should be 9610617-2024-00344. We apologize for the confusion. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Additional information is provided in section d4 - lot number ri08, d9 on ocotber 4,2024 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending and section h-4 device manufacture date is april 15,2023. This device is a kst manufacture 9610617. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: the support didn't´ work properly during the surgery. Doctor tried to to make the item work, without success. Therefore, doctor had to cancel the surgery and program for other day.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).